Manufacturer narrative:
The benefit-risk relationship of the product is not affected by the report. Eval summary - the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for spec conformance prior to release. Any out of spec result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Event description:
Joint swelling [joint swelling]. Joint effusion [joint effusion]. Case description: spontaneous report was received on (B)(6) 2011, from a physician regarding a (B)(6) female pt, initials (B)(6), with osteoarthritis. The pt's medical history is significant for an allergy to raw egg. On (B)(6) 2011, the pt initiated the synvisc injection of 2 ml into an unspecified knee. On an unspecified date in (B)(6) 2011, the pt initiated the second synvisc injection of 2 ml into an unspecified knee. On (B)(6) 2011, the pt initiated the third synvisc injection of 2 ml into an unspecified knee. The synvisc lot number was not provided. On (B)(6) 2011, the pt experienced joint swelling. On an unspecified date, the pt's knee was aspirated of 14 cc of opacity joint fluid. The action taken with synvisc treatment was not provided. On (B)(6) 2011, the pt recovered from the event of joint swelling. The pt's outcome for the event of joint effusion was not provided. Relevant concomitant medications reported include loxoprofen sodium and 2 ml of betamethasone sodium phosphate (from (B)(6) 2011 to unk). The intensity for the events was not provided. The reporting physician assessed the relationship between synvisc and the event of joint swelling as definitely related. The relationship between synvisc and the event of joint effusion was not provided by the reporting physician. Add'l info was received on (B)(6) 2011, in the form of a qa investigation summary. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for spec conformance prior to release. Any out of spec result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Add'l info was received on (B)(6) 2011, from the physician which upgraded the case to serious. The physician updated the pt's medical history to include mild, kellgran and lawrence grade 2 gonarthrosis in the right knee since (B)(6) 2008, knee joint narrowing, right external meniscus removal on (B)(6) 2009 and previous treatment with altx once or twice a month for one year in 2010, with no problem. On (B)(6) 2011, the pt's right knee was aspirated of 14 cc of opacity joint fluid. Culture or other tests were not performed. The physician reported that 2 ml of betamethasone sodium phosphate was given to the pt as the corrective medication/treatment for joint swelling. The physician also updated the relevant concomitant medication to include 100 mg of loxoprofen sodium from (B)(6) 2009 and is still continuing, for pain. The intensity for the event of joint swelling was reported as moderate.